Event description:
The colonovideoscope was returned to the service center with a report of air/water function malfunction. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, foreign objects in c-cover, nozzle and in connecting tube and light guide lens had corrosion was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the light guide lens had corrosion was cause traced to component failure and for foreign objects in c-cover, nozzle and connecting tube was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.